Event description:
During use of continuous flow tur set a noise was audible-"squealing noise". The blade and the handle were changed two times. The third set worked appropriately. The pt returned to the md office with 2-3mm burn to the meatus.